Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using a prostyle device with a 10f sheath after a pulse field ablation procedure. Reportedly, the device caught a sheath in an adjacent puncture site, and a piece of the sheath broke off. The detached portion of the sheath was retrieved with a snare by an interventional cardiologist. A figure 8 stitch was used to achieve hemostasis. There were no reported adverse patient effects, however, a delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. In this case, the device caught an adjacent sheath. This interaction can occur due to multiple access sites and would subsequently contribute to the reported damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design,